Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Follow up with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A 2.5mm drill tip (B)(4) broke while in the patient. The surgeon felt it would be more detrimental to the patient if they tried to remove it.

Manufacturer narrative:
The device associated with this report was not returned. It was reported the fragment of the broken device was left in the patient. Requests for additional investigational inputs were made in accordance with (B)(4). No additional information was obtained. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.